Event description:
The patient reportedly discontinued to wear the external equipment due to pain at the implant site. The physician suspected that the patient's internal device may have migrated. Surgery to reposition the device has been scheduled.